Manufacturer narrative:
D5,6; information not available, device not returned for analysis.

Event description:
It was reported during a diagnostic laparoscopy the shield reset button of the trocar initially locked down. When inserted through the incision the shield reset activated and then would not rearm. A new trocar was opened to complete the case. There was no pt consequence.